Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties of device damaged by another device appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other otw omni elite device referenced in describe event or problem and concomitant medical products is being filed under a separate medwatch MFR number.

Event description:
It was reported that this was a peripheral intervention to treat the heavily calcified iliac arteries. During advancement of the 9.0x29 mm omnilink elite stent delivery system (sds) through a 6 french sheath it was noted that the sds was advanced too far into the aorta. When the sds was pulled back to position in the iliac, the stent dislodged from the sds but remained on the guide wire. The procedure continued with deployment of the 9.0x39 omnilink elite stent in the iliac artery. The introducer sheath was up-sized to a 7 french sheath and a snare was inserted. The dislodged stent was pulled back with the snare; however, it interacted with the deployed 9.0x39 omnilink elite stent. The snare was removed and the stent was re-snared, but during retraction, it interacted with the deployed stent again. This time, the devices became stuck and the groin access site was bleeding, possibly from manipulation of the devices. Oxygen saturation was decreased from the blood loss. Pressure was held on the groin site and the procedure was stopped. Surgery was performed to remove the stuck devices (dislodged stent, snare, deployed stent) and perform a patch angioplasty procedure to treat the vessel. The patient tolerated the surgery and was in stable condition in the intensive care unit. No additional information was provided.